Event description:
A cartridge change error was reported with the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was instructed by technical support to inspect the cartridge o-ring and clean the pneumatic tap area. After following the guidance, the customer was able to attach the cartridge successfully and resume insulin delivery.